Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "failed 2.1/2.2 half height drawer" was confirmed during field service engineer testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that replaced interfaces and module controller boards. During dchu visual inspection p/n 353844-01 (a): was received with copper strands in contact with adjacent copper strands. (B): was received with no physical damage. P/n 151622-01: both parts showed no signs of physical damage, fluid ingress, loose or missing components. P/n 331392-01: the part showed no signs of physical damage, fluid ingress, loose or missing components. P/n 151630-01 sn (B)(6): both parts showed no signs of physical damage, fluid ingress, loose or missing components. Sn (B)(6): the part was received with a damaged component (c206). During dchu testing p/n 353844-01 (a): the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. (B): passed the dmm and hta testing. P/n 151622-01. Sn (B)(6): failed the dmm testing due to low resistance measurement on mosfet q601. Sn (B)(6): passed the dmm and hta testing. P/n 331392-01: passed the dmm and hta testing. P/n 151630-01 sn (B)(6): passed the dmm and hta testing. Sn (B)(6): due to physical damage found during the external inspection, no further testing was required. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint "failed 2.1/2.2 hh drawer" was due to: crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (a) (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. A shorted diode mosfet q601 on the drawer controller board which led to circuit instability and ultimately compromised the drawer's functionality. A faulty "pcba pmc v1.06/v0.09bl hh", p/n 151630-01 due to a broken component (c206), which prevents the proper functionality of the board.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height drawers 2.1 and 2.2 failed. As per part investigation, it was determined that there were crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie which led to the observed thermal damage, shorted diode mosfet q601 on the drawer controller board and faulty pcba pmc. There were no adverse events or injuries reported based on this event.